Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The bending angle was insufficient due to the elongation of the angle wire. Additionally, the top cover was deformed. The insertion tube had been crushed. The coating was peeling away, and as noted in describe event or problem, the rubber adhesive was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus evis lucera elite bronchovideoscope due to an angulation issue noted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the distal end's adhesive was chipped and peeling. This report is being submitted to capture the damaged adhesive noted during the evaluation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 14-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended to the user to inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.